Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. It was reported that they had motor error on the insulin pump and motor position encoder error. The customer reported that they had cleared alarm. The customer was able to complete pump rewind. The customer declined troubleshooting for high blood glucose. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in alarm history due to pump history crc failed error alarm found in alarm history. Pump history crc failed error alarm due to corrupted history file.